Event description:
Philips received a complaint on the tempus ls indicating that there was a pacing hw error during the pacing simulation. No patient involved and no harm. The device was lost in transit, no investigation was performed. No further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and the results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was sent a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.